Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure the device did not seal. End-tones or alarms are unknown. No patient injury was reported and no further information is available from the site.